Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1388. It was reported the pt is not receiving effective stimulation and she is experiencing soreness at her ipg site. The pt reported multiple sjm representatives have met with her for reprogramming, but they were never able to get effective stimulation coverage. The pt needs stimulation in both legs but during programming she would feel stimulation in her abdomen. The pt stated she is afraid to use or charge her ipg and is consulting with her physician on whether to have her scs system revised or removed. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.